Event description:
The customer contacted baxter's service center regarding a solution coming out of patient line, which occurred on the homechoice (hc) during prime. The home patient (hp) stated they started the prime and fluid started squirting out of the top of the patient line. The technical service representative (tsr) asked if there was more than one bag on top of the machine. The hp stated no. The tsr tried to see if the line was the drain line. The hp would not verify and stated they just needs to start over with all new supplies. The tsr had the hp cycle the power, the hc went to press go to start. The hp pressed go. The hp removed the cassette and would start over with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2012 the regarding reported problem. The pd rn stated they have not heard anything about the reported problem, and will follow up with the patient. The pd rn stated as far as they know they are continuing with therapy and has not needed any medical intervention. No further information was obtained at this time. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A follow-up MDR will be submitted if additional information is obtained.